Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information added to sections: d8, d9, and h4. The device was returned to olympus for inspection, and the reportable malfunction of forceps elevator malfunction was confirmed. Based on the results of the investigation, it was observed that there was no failure of the device that could have affected the suggested event. A root cause could not conclusively be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. No obvious deviation from instruction for use (IFU) on user handling related to the event was confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope elevator was stuck and would not move down. The issue occurred during preparation for use. There were no reports of patient harm or injury.